Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 6f launcher guide catheter, the guide catheter kinked and detached in vivo. The guide catheter was used in a stemi procedure and kinked during use. The device was unable to be removed from the patient. A coronary intervention was performed using a different arterial access and the catheter was left in place. After the coronary stent was implanted, the catheter broke at the proximal end and part of the catheter was removed. A snare was used to remove the retained portion of the catheter.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated was in the proximal left anterior descending artery (lad). The right femoral groin was the original access point. The kink was first noted when the right groin was imaged. Resistance was noted during withdrawal of the device. The left groin was accessed instead. The detachment occurred after the stemi lesion was stented from the left groin access. Attempts were made to re-straighten the kinked catheter, but the proximal portion of the launcher separated from the guide. Correction: the patient remained hemodynamically stable during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.